Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a headless compression screw procedure, the cannulated driver tip twisted while attempting to insert a screw. The procedure was completed with another driver. No patient consequences were reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed tip of the driver is twisted and fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. As part of previous investigation, a field communication was sent out. The letter provides instruction to the user of the t7 drivers to address the bending and breaking of the driver tips. Investigation results concluded that the reported event was due to device design. These drivers have been designed to twist before fracture of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.